Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On 25-jul-2016 it was reported that the pump was removed. The patient's body was rejecting the device causing an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.